Event description:
During a follow-up, episodes of failure to capture were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.